Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon falling apart, and experienced pain, nausea, and odor. She was medically diagnosed with tss and was treated with medication.